Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received eleven appropriate treatments and three inappropriate treatments. The device was started up at 20:53:30 on (B)(6) 2025. At 01:07:38 on (B)(6) 2025, an arrhythmia was detected. ECG shows vf. At 01:08:14, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vt @ 240 bpm. At 01:08:46, the patient received the first inappropriate treatment. Nsvt contributed to the false detection. Rhythm at the time of treatment was sinus bradycardia @ 50 bpm with nsvt. Post shock rhythm was nsvt. At 01:09:17, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf. At 01:09:50, the patient received the third appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was nsvt. At 01:10:24, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vt @ 240 bpm degrading back to vf with CPR/motion artifact. At 01:22:02, an arrhythmia was detected. ECG shows vf with motion artifact and low amplitude cardiac signal. At 01:22:42, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vf with motion artifact and low amplitude cardiac signal. Post shock rhythm was vt @ 120 bpm. At 01:23:07, the patient received the sixth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf. At 01:23:37, the patient received the seventh appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with intermittent cardiac activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 01:24:00, the patient received the second inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with intermittent cardiac activity. Post shock rhythm was vf. At 01:24:29, the patient received the eighth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with intermittent cardiac activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 01:24:51, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity. At 01:25:29, the patient received the ninth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was idioventricular rhythm @ 90 bpm. At 01:25:51, the patient received the tenth appropriate treatment. Rhythm at the time of treatment was vf with low cardiac signal. Post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 01:26:13, the patient received the third inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with intermittent cardiac activity. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, transitioning to vf with low cardiac signal. At 01:26:54, the patient received the eleventh appropriate treatment. Rhythm at the time of treatment was vf with low/varying cardiac signal. Post shock rhythm was vf with low/varying cardiac signal. The electrode belt was disconnected at 01:40:36 on (B)(6) 2025.